Manufacturer narrative:
H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during filling prior to patient use. The device was filled with an unspecified medication using a syringe. There was no patient involvement. No additional information is available.